Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.

Event description:
The patient had not noticeable improvement of her pain since implant. A rotor study and catheter dye study was performed on (B)(6) 2010. Testing showed that the pump was over pressured and the catheter was blocked. A defect in the pain pump was noted. The pump had 50% performance, discovered during a check up. A surgical intervention (specifics not reported) was done on (B)(6) 2010. The patient was hospitalized for stabilization on (B)(6) 2010. No explant had been done as of (B)(6) 2011. The pump was used to deliver fentanyl and bupivacaine. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.